Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed to close and however customer removed the drug. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not closed. A field service engineer (fse) noted that the auxiliary drawer one had a broken latch stop, which fse temporarily repaired by adjusting the chassis assembly until fse could return with a new assembly. Then fse replaced the rails and chassis for the auxiliary drawer one matrix. After completing the repairs, the customer tested the station using the medical application, and it functioned as expected. The system functioned as intended after the field service engineer repaired the device.